Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular (av) node ablation procedure with an ez steer thermocool sf navigational catheter and there was bad ECG on all body surface and intracardiac signals. There was noise from the distal and proximal electrodes and on all leads which were being displayed on the carto 3 system and the recording system. The cable was replaced with no resolution. The catheter was replaced and the issue resolved. The procedure was completed without patient consequence. The patient's heart rhythm was not visible to the operator on all electrograms (bs and ic). Lack of monitoring of the cardiac rhythm while devices are intracardiac might lead to undetected cardiac rhythm that can be life threatening. Therefore, this event has been assessed as a reportable malfunction.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 8/27/15. (B)(4). It was reported that a patient underwent an atrioventricular (av) node ablation procedure with an ez steer thermocool sf navigational catheter and there was bad ECG on all body surface and intracardiac signals. There was noise from the distal and proximal electrodes and on all leads which were being displayed on the carto 3 system and the recording system. The cable was replaced with no resolution. The catheter was replaced and the issue resolved. The procedure was completed without patient consequence. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.